Manufacturer narrative:
(B)(4).

Event description:
The health care professional reported the implant did not work, and the battery depleted prematurely. The hcp stated the patient's programming was unsuccessful due to the battery depletion.